Event description:
It was reported that a spectrum pump over infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A review of the event history log revealed 2 infusions programmed at a rate of 40 ml/hr. And a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2/m3 springs, pressure plate valves and fingers requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.